Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that as this device was being implanted, difficulty inserting the right ventricular (rv) lead into the device header was encountered. Boston scientific technical services recommend using mineral oil which resolved the difficulty. The device was successfully implanted. There were no adverse patient effects reported.